Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with l4-l5 and l5-s1 stenosis, spondylolisthesis and instability. The patient underwent the following procedures- 360 fusion from l4 to s1: arthrodesis, interbody type at l4-l5 and l5-s1; arthrodesis, posterolateral type, at l4-s1; bilateral l4 and l5 laminotomies, partial facectomies and foraminotomies; right l4-l5 and l5-s1 discectomies with cage placement at each level; segmental pedicle screw fixation from l5 to s1 utilizing peek rods; use of bmp and allograft; stealth frameless stereotaxy. As per-op notes, ¿laminotomies, partial facetectomies and foraminotomies were performed bilaterally at l4-l5 and l5-s1 levels, more on the right at these levels. Strips of bmp were layered in the gutters. This was covered with allograft, which had been mixed with a bony glurry from the body reaction. Discectomy was performed on the right at l4-l5 and impactors were impacted tangentially across the disc space. A bmp sponge with allograft was packed anteriorly and across the midline. The cage was then impacted in a tlif fashion. The cage was then packed with a bmp sponge. The procedure was repeated at l5-s1 and a 10 * 22 mm cage was utilized. Once again at l4-l5, a 12*22 mm cage was utilized¿. No patient complications were reported.

Event description:
It was reported that the patient underwent an lumbar fusion surgery at l4-s1 using rhbmp-2/acs on (B)(6) 2010. The surgeon performed a transforaminal interbody fusion at l4-s1 using a cage that was packed with bone morphogenetic protein and placed anteriorly and across the midline. Additionally, strips of bmp were layered in the gutters in a posterolateral fusion at the same levels. Following her surgery, patient initially improved, but subsequently developed progressive pain in her back and legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.